Event description:
While removing the epidural catheter in the physician office, catheter broke at the skin site, leaving a remnant behind. Retained lumbar catheter required surgical removal in a hospital setting.